Manufacturer narrative:
The outcome attributed to adverse event was chipped tooth. The event date is approximate. The gum health toothbrush head is an accessory to the (B)(6) power toothbrush system. The device serial numbers or manufacturing number were not provided. Customer contact information, mailing address and phone number were not provided. Complaint received from (B)(6).

Event description:
A consumer reported that their gum health toothbrush head chipped their tooth.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.